Manufacturer narrative:
No conclusion code available. Upon receipt, the device was interrogated using a programmer and the device image and printouts were obtained. Session records obtained from the field were reviewed. The device enclosure was opened for further evaluation. Visual inspection noted no anomalies. One of the reference voltage signals used to control many of the internal circuits was measured on the oscilloscope, and found to be noisy and unstable. The electronic circuit board was tested in an effort to identify the cause of the observed unstable signal, and was isolated to an anomalous connection between the capacitor and the electronic circuit board. An external capacitor was attached to provide additional capacitance, and the signal was then stabilized. The device was then connected to a cardiac simulator and the sensing functionality was found to be normal. No noise was observed on the real-time electrogram. A test shock was performed and the biphasic shock waveform was normal on the oscilloscope. The ICD was programmed to pace and the pacing outputs were monitored on an oscilloscope. No anomalies were identified. The reported field events of noise and inappropriate shocks were confirmed in the laboratory, and were attributed to an anomalous capacitor connection to the electronic circuit board of the device.

Event description:
The patient presented to the hospital after receiving multiple inappropriate shocks. The session record review found high frequent noise on all channels including non-sustained ventricular tachycardia, ventricular fibrillation, non-sustained right ventricular oversensing episodes, atrial noise reversion, and ventricular noise reversions. The capture, sensing, and impedance value trends were within normal range on all leads. The device was explanted and replaced with no adverse consequences to the patient.